Event description:
The inclose-gsm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. The patient did well initially, but experienced recurrent symptoms 3 weeks following the initial procedure. Exploratory surgery was performed on the following month, at which time it was noted that the inclose mesh was fixed in the location that it was originally placed (below the tissue of the anulus fibrosus). Further examination identified a re-herniation lateral to where the mesh was placed. Additional decompression was performed at which time the surgeon also removed the mesh. A dural tear occurred during the procedure and was repaired intraoperatively. There were no continuing adverse effects.

Manufacturer narrative:
The device was not returned for evaluation. It is unclear whether the patient's symptoms would have resolved with decompression alone. No conclusion can be drawn with regard to whether the device contributed to the adverse event that necessitated revision surgery.